Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon device interrogation, the right atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).